Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was concerned their battery was depleting quicker than normal. The patient stated they charged to 100% on 2020-01-08 and had a 25% decline over 48 hours. Their impression was 8 days of life for the first quarter rate. On (B)(6) 2020 at 2:00 pm, they were at 75% and at 8.15 pm, they were at 50%. They indicated this was another 25% decline over 79.25 hours. They stated the overall rates decline of 10.6/11.5 = 92.2%. They previously calculated their deep brain stimulation (dbs) battery life to be 11.5 days. Now, they just finished calculating it to be 8 days. They stated if this change was over a year - 30.43% or over 2 years - 15.22%, it suggests the battery life will not last as suggested. It was reviewed with the manufacturer representative (rep) that it could just be the way the patient was looking at the battery, since it's registered in quartile. Recharge data on the insr to get true understanding of how quickly the battery depletes since the voltage of beginning and end recharge level is registered and potential for a short or intermittent short causing bigger battery drain was also discussed. There was no report of therapy change. No patient symptoms were reported.